Event description:
It was reported the customer over-bolused for their blood glucose twice while sleeping. It was found the customer pressed the down button and the scroll wrap feature enabled their max bolus to be delivered. The customer stated they were unconscious and required the paramedics to be called. The paramedics could not register the customer's blood glucose during this event. The customer reported their blood glucose was 20 mg/dl during this event. Customer was treated by the paramedics. The customer's insulin pump was replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.